Event description:
It was reported that the nurse stated that they were getting low flow alarms in an arctic sun device, they have checked the pad connections. Current water flow rate (wfr) was 0.8 l/min, and kept dropping to 0.6 l/min. Had nurse pause therapy, empty pad, and disconnect. Nurse confirmed all tubing was straight with no kinks or bends. Had nurse reconnect pad holding only the blue tubing and not the clear plastic clamps nurse connected pad to a different port. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.6-0.7 l/min. Diagnostics showed that the water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31 percentage, system hours were 3,790, and pump hours were 3,217. Suggested placing device in manual control without pad, however nurse did not want to pause therapy for too long. Suggested tried another device with this pad, otherwise they would recommend changing the pad. Nurse able to get a new machine, had nurse adjust remaining cooling duration, attached pad, and start therapy. After a few minutes water flow rate (wfr) was 0.9-1 l/min. Discussed flow rate and heater correlation. Informed nurse to keep an eye on the flow rate and call with any issues. Recommended having biomed evaluate the first device if they did not currently need it.per follow up call with bedside nurse on 25jul2024, the flow rate did not improve with the second device. They exchanged to a new neonatal pad and the flow rate was 1.2 lpm. The original pad had been disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section." However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were getting low flow alarms in an arctic sun device, they have checked the pad connections. Current water flow rate (wfr) was 0.8 l/min, and kept dropping to 0.6 l/min. Had nurse pause therapy, empty pad, and disconnect. Nurse confirmed all tubing was straight with no kinks or bends. Had nurse reconnect pad holding only the blue tubing and not the clear plastic clamps nurse connected pad to a different port. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.6-0.7 l/min. Diagnostics showed that the water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31 percentage, system hours were 3,790, and pump hours were 3,217. Suggested placing device in manual control without pad, however nurse did not want to pause therapy for too long. Suggested tried another device with this pad, otherwise they would recommend changing the pad. Nurse able to get a new machine, had nurse adjust remaining cooling duration, attached pad, and start therapy. After a few minutes water flow rate (wfr) was 0.9-1 l/min. Discussed flow rate and heater correlation. Informed nurse to keep an eye on the flow rate and call with any issues. Recommended having biomed evaluate the first device if they did not currently need it. Per follow up call with bedside nurse on 25jul2024, the flow rate did not improve with the second device. They exchanged to a new neonatal pad and the flow rate was 1.2 lpm. The original pad had been disposed of.